Event description:
Patient reported erythema after a treatment with the ultrapulse encore.

Manufacturer narrative:
At lumenis' offer, patient was seen by subject expert a dr. Doctor reported erythema condition is likely resultant from aggressive nature of parameters used during treatment. Doctor prescribed kligman preparation with a medium concentration of tretinoin and betamethasone cream. Another dr preceptor for lumenis, concurred with first dr's opinion based on review of treatment settings. There were no functional problems reported or suspected with the subject device.